Event description:
Baxter chile received a report that an infusor's patient control module (pcm) leaked after the drug was added to the device. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with excess fluid in the overpouch. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. The unit was subsequently leak tested. Leak was noted at tubing connection inside the pcm. The root cause was determined to be insufficient bonding at the solvent bonded junction. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in (B)(4) 2012. No repair was done as this is a single-use device which will be discarded. No other observations were noted on the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.